Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, received a call from (B)(6)., surgical patient of (B)(6) health, and the following support call notes were documented: patient was calling because their pump was alarming system error. I informed them we would need to pause the infusion, and power off the pump. They went ahead and did that. They were going to call the surgery center in the morning to let them know about the pump issue. No further details provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. -on 7/27/2023 (B)(6), employee of intuvie, tried calling (B)(6). For an update but got voicemail and left a message. On 7/27/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaints on this device, see complaint # (B)(4) on salesforce, which this complaint is an extension of. Pump was received on 1/22/2024 and tested on 3/6/2024. This complaint was originally opened in cq as complaint # (B)(4), which was closed under "device not returned". The pump has since been returned and will be evaluated underneath this new complaint that was opened. Refer to the attachment "(B)(4) ~ salesforce - enterprise edition" for all information on the previous complaint. All files associated with the initial MDR filing of this pump will also be included to the complaint. This complaint was given the initial complaint code of, "2sys1: system error - alarm during infusion", where there was a system error alarm reported during the infusion. Pump was tested with the following testing protocol for system error according to the nimbus ii series complaint investigation process work instruction with document # (B)(4): 15.1. Connect the pump to the administration set. 15.2. Power on the pump. 15.3. Select resume infusion. If not available, select new infusion. 15.4. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion . Settings when the issue was identified by the user. 15.5. Press the run/stop key to run the infusion. 15.6. Allow infusion to run to completion. 15.6.1. Passing criteria: no system error alarm is generated. If all of the above passing criteria are met, the complaint is not confirmed and the device. Functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt. To determine a root cause for the failure. 15.7. While device is powered off, remove the 4 screws from the back side of the pump housing. 15.8. Disassemble the pump housing and visually inspect the internal component connections. 15.8.1. If any loose or damaged connections are identified, root cause is determined to be loose or damaged internal connection. The investigation is concluded. 15.8.2. If the failure is able to be replicated and/or confirmed, but no root cause can be established with the protocols defined in this procedure, document this on the investigation record and conclude the investigation. The pump failed the testing protocol as upon powering on the pump immediately began to alarm "system error". There was no infusion needed, the pump began to alarm on its own without any buttons pressed. The pump was opened up and evaluated for any loose connections but none could be found. Reported issue found, device not performing to specification. The pump will be further investigated underneath CAPA # it2022-14 for system error.